Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: plaque shift requiring medical intervention to prevent permanent impairment/damage. Device issue: no device malfunction has been reported. It was reported via a trial there was a plaque shift after the stents were deployed. The lesion was a 99% stenosed lesion in the mid lad. After stenting the lesion plaque shifted into the 2nd diagonal. Pre stenosis of the 2nd diagonal was 0%, after stenting the mid lad, the 2nd diagonal stenosis was 95% due to the plaque shift. The pt was treated with percutaneous transluminal coronary angioplasty (ptca) due to the plaque shift. No additional event or pt info is available.